Event description:
It was reported that the patient¿s ins (stimulator) had been pulled as of reported event date. When he went to remove the lead, he was unable to pull it in its entirety and there are now fragments remaining. The procedure was over and he will be leaving the fragments. The reason for removal was the patient was having pain around their pocket starting about six months ago. It seems to have just sort of come on without anything specific prompting it. It was later reported that the patient was last seen by implanting healthcare provider in 2010 and the patient relocated. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v295464, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v295464, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3093-28, lot# v295464, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).